Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing cramping discomfort at the buttock area. Occasional numbness and anterior tibialis weakness were noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.